Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-08226. It was reported that the low distal flow occurred. Vascular access was obtained via the femoral artery. The eccentric target lesion was 2.75 mm in diameter and more than 70 mm in length, non-tortuous lesion located in the left anterior descending (lad) artery. Following pre-dilation with a 3.0 mm nc balloon catheter in the proximal to mid lad, a 3.0 x 24 mm promus premier¿ drug-eluting stent was deployed. Then a 3.0 x 28 mm promus premier¿ drug-eluting stent was also deployed in proximal lad. However, after angiography was performed, the distal flow was not good. The physician considered to treat at mid to distal part of the vessel. Post-dilation was then performed with 2.75 x 15 mm nc balloon catheter and a 24 x 2.75 promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was then completed with dilatation of nc balloon catheter. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that after post-dilatation, the physician noted that the lesion was still calcified. Rotablation was then attempted; however, the vessel was larger than 2mm.